Event description:
Reportable based on device analysis completed on 13apr2015. It was reported that image would not appear. During procedure, an opticross¿ imaging catheter was selected to view an unspecified non calcified target lesion. The image appeared normally during the first use. On the second use, the imaging was performed outside the patient. However, it was noted that the image would not appear. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a lap joint partial separation.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Evaluation of the returned device revealed a partial separation at the sheath lap joint section of the device. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. Impedance testing shows a good unit wave form. Full image characterization cannot be performed due to the partial separation at the sheath lap joint section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).